Event description:
It has been reported to philips that x-ray exposure is not functioning. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the rays were not emitted intermittently. Review of the log files showed power inverter related issues. Upon reviewing fse identified that point & point wass defective. To resolve the issue fse replaced power inverter (point) certeray. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.